Event description:
It was reported that during a bph prostate procedure, ¿excessive fiberlife¿ at 77,660 joules and 11:18 minutes. The fiber was exchanged and the case completed. Patient outcome: no ¿ok¿ reported. No patient or user injuries reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at proximal side of metal cap open end; the metal cap is almost detached hanging on to the fiber by the outer flow tubing; the glass cap was not returned; the metal cap exhibits severe char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.